Event description:
A nurse standing at the head of the bed reached down to pull the siderail up and allegedly pinched her finger in the end of the siderail. This "pinch" allegedly resulted in a fractured left index finger.